Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), product type: lead. Product ID 3778-60, serial# (B)(4), product type: lead. Product ID 3778-45, serial# (B)(4), product type: lead. Product ID 3708160, serial# (B)(4), product type: extension. Product ID 3708140, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the left implantable neurostimulator (ins) was rubbing up against their hipbone and causing them pain which started six weeks ago in (B)(6). When the patient would get out of the car or when they bent they felt a super sharp pain like a zing to the hip. It was noted the right ins was back one inch from the bone structure. It was noted the patient lost 20 pounds following surgery. There were no falls or traumas reported that could be related to the issue. Additional information was received from the patient that reported his old implantable neurostimulator pinched, a sharp pain, went bonkers, between his rib and hipbone when he would get in and out of a car. It was reported that due to the location of his implantable neurostimulator, it was surgically relocated to a lower site on his body from higher on his flank on (B)(6) 2016.

Event description:
Additional information received from the manufacturer representative reported that the patient had a revision to move the implant since it was rubbing on his waistband. The representative stated she thought it was moved to another location in the vicinity of the hip and not the abdominal area and noted an extension was added during the revision to get more length.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.